Event description:
The end user reported her skin under tape collar of the skin barrier has become itchy and weepy at times. The end user sought treatment from her physician and was diagnosed with a yeast infection. She was issued a prescription for nystatin powder. No further info was provided.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. Reported to FDA on (B)(4) 2015.